Event description:
Reporter stated that a patient's capillary blood glucose was measured, using the suspect device, with a result <100 mg/dl (reporter did not know exact value - stated "two digit number"). A venous sample, obtained from the same pt, reportedly measured 220 mg/dl in the facility's laboratory. Reporter did not indicate if patient's therapy was modified based on the value obtained on the suspect device. No patient injury was reported. Reporter did note whether quality control testing had been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.